Event description:
It was reported that the patient presented with syncope. The electrogram showed no pacing spike and no capture. Amplitude and pulse width were increased to 6.9 v and 1 ms, but the condition remained the same. The lead was inspected under flouroscope and found to be fractured. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.